Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: there was visible moisture behind display lens. Leak test performed; failed due battery compartment leak and pump case leak. Pump case opened; evidence of moisture found internally inside cover, on display screen, main pcb (battery pcb) and transceiver pcb. Battery compartment crack was found on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal. Pump case cracked near the top and bottom right corners of the display lens at the case seal. Pump does not power up; no audio/vibration detected at power up.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.